Event description:
It was reported that the anesthesia system had issues with the fresh gas oxygen module. According to the reporter, the airway pressure was higher than expected during ventilation on a test lung. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number:(B)(4).

Manufacturer narrative:
An investigation of the anesthesia system was performed by our field service engineer. The fresh gas o2 module was found faulty and was replaced. Successful tests were performed and the anesthesia system was cleared for clinical use. The replaced gas module has not been returned for investigation. The device logs were requested but not received. The true cause of the reported event could not be determined.